Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the "b" button would stick causing all other buttons to become unresponsive. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.